Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, black fibers were found on an iol. These fibers were extracted and collected in formalin to be tested further. The fibers are 4.1 mm in size. The fibers were noted after the iol was inserted and were assumed to be on the anterior surface of the lens. The fibers were easy to extract. It's unclear if the fibers were present on the lens prior to loading. Additional information was received stating the black fibers noted within the suture line on the eye. It was extracted but not collected for testing. The event did not cause harm to the patient. The lens was not explanted. There was concern for unknown fibers located on the suture line.